Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product nb017k - enduro femoral component cemented f1r. According to the complaint description, the femoral prosthesis had fractured postoperatively and the patient required revision surgery. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: b5 - description updated. D4 - batch number, expiration date. D9 - device received. D10 - involved components. H4 - manufacture date.

Event description:
Update: additional involved components were added. Associated medwatch report: nb017k (aesculap ag reference no. (B)(4); 9610612-2026-00019) involved components: nb012k / enduro tibial comp.offset cemented t2 (aesculap ag reference no. (B)(4)). Nr871m/ enduro meniscal component f1 12mm (aesculap ag reference no. (B)(4)). Nr291k/ femur extens.stem 6° d12x77mm cemented (aesculap ag reference no. (B)(4)). Nr191k/ tibia offset stem d12x52mm cemented (aesculap ag reference no. (B)(4)). Unknown aesculap ag knee implant (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional information: h3 - yes, device evaluated. H6 - codes updated. Investigation results: visual inspection: the complained medical device was made available for investigation. The explants were received in a used condition and showed several traces of wear. The visual inspection showed that the femoral component remained coupled to the meniscal component/ tibial component. It could also be determined that the lateral side of the femur component box was torn out at the interface to the femoral shaft. Examination of the fracture surface of the femur box revealed no material defects or abnormalities such as foreign particle inclusions or blow holes. Both, the medial side of the femur box and the medial side of the stem exhibited pressure marks consistent with a leverage effect of the stem. It also showed that the medial side was under compression and the lateral side was under tension. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. Based on the condition of the returned explants, it suggests that the patient may have had multiple bone defects that had been compensated with spacers and bone cement. Progressive bone degradation and/or a loss of condylar bone support may have occurred over time, potentially accompanied by loosening of the cement from the bone. These factors may have resulted in insufficient support of the femur component, leading to loosening of the femur component. As a result of this, the femur component appears to have been predominantly supported by the connection to the femur stem. This likely subjected the femur component box interface to excessive dynamic loading, ultimately resulting in a fatigue fracture. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon investigation results, a CAPA is not required.

Event description:
Associated medwatch report: nb017k (aesculap ag reference no. (B)(4); 9610612-2026-00019). Involved components: nb012k / enduro tibial comp.offset cemented t2 (aesculap ag reference no. (B)(4)). Nr871m/ enduro meniscal component f1 12mm (aesculap ag reference no. (B)(4)). Nr291k/ femur extens.stem 6° d12x77mm cemented (aesculap ag reference no. (B)(4)). Nr191k/ tibia offset stem d12x52mm cemented (aesculap ag reference no. (B)(4)). Unknown aesculap ag knee implant (aesculap ag reference no. (B)(4)).